Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with critical pump error. The patient's blood glucose at the time of incident was 3.5 mmol/l. Troubleshooting was initiated and the customer could not recall if the insulin pump was bumped or dropped. The customer was carrying the insulin pump in their pocket. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with critical pump error, boot loader trace download determined the critical pump error was cause by main radio frequency test code; the problem was isolated to the printed circuit board area. Unable to performed displacement, rewind, seating and basic occlusion due to critical pump error. The insulin pump had scratched case and fading serial number label.